Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received critical pump error after swimming. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further examination of the device¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and on the back of the lcd screen. Device received with a crack on the battery tube. Also the serial number label located between the belt clip rails has rubbed off and become illegible.